Manufacturer narrative:
On (B)(6) 2017, the customer reported to changed the infusion set type and resumed tandem pump therapy and have not encountered any further issues. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge 1 alarm. The customer's blood glucose (bg) level was 300 mg/dl. The customer changed the pump supplies and the alarm was resolved. A bolus of insulin was delivered via the pump to address the bg level.